Manufacturer narrative:
It was reported that during ward rounds at night, the extension tubing of the catheter was found ruptured. The catheter was placed in this patient less than one month ago. The head nurse replaced the catheter with another one in situ, causing no impact to the patient¿s life and health. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr s/l goshong nxt clearvue catheter. The depicted device was assembled with a two-piece connector. The connector and a portion of catheter shaft were visible. A nearly complete circumferential split was observed in the extension tubing just distal of the white compression sleeve. Catheter damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include over-pressurization and contact with a sharp instrument. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during ward rounds at night, the extension tubing of the catheter was found ruptured. The catheter was placed in this patient less than one month ago. The head nurse replaced the catheter with another one in situ, causing no impact to the patient¿s life and health.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during ward rounds at night, the extension tubing of the catheter was found ruptured. The catheter was placed in this patient less than one month ago. The head nurse replaced the catheter with another one in situ, causing no impact to the patient¿s life and health.